Event description:
New information received notes that the x-ray revealed that the right atrial (ra) lead had dislodged.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial (ra) lead dislodged with was able to confirm via diagnostic imaging. The physician unable to remove the ra lead from the pacemaker header. The pacemaker and ra lead were not used and replaced during the procedure. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported events were lead dislodgement and ¿the electrode in the intraoperative chamber cannot be unscrewed from the pacemaker¿. A complete lead was returned in two pieces with all four tines were found to be intact and undamaged. The reported event of ¿the electrode in the intraoperative chamber cannot be unscrewed from the pacemaker¿ was not confirmed. Dimensional analysis of the connector region was performed and found within specifications. The connector pin was able to be inserted and removed from the device header with no restrictions. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.